Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a distal right posterior descending artery (pda). A 2.8 x 19 mm rx graftmaster was advanced to the lesion to treat a perforation caused by another device. The balloon was inflated; however, the balloon only partially deflated and the stent stuck to the balloon. The balloon and stent were pulled into the distal right coronary artery where the stent was deployed in healthy tissue. The stent occluded the pda so additional treatment was not performed and the procedure was stopped. The patient is in stable condition. No additional information was provided.